Manufacturer narrative:
Insulin pump passed the displacement, a-21 error test and self test. No a21 alarm noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm and they were able to complete insulin pump rewind. Customer stated unexpected restart alarm was reoccurred. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.